Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension. In 2016 computed tomography (CT) showed the patient had a type 2 endoleak. The physician elected to complete lumbar coil embolization to seal the type 2 endoleak. During the secondary procedure the physician also observed a type 1a endoleak. The physician did not treat the type 1a endoleak and chose to repair the endoleak in an additional procedure.